Manufacturer narrative:
An analysis of the device data logs has been performed. It concluded that after a shutdown with the arm on guidance, an unexpected empty calibration was asked to the user. This is a known software anomaly, which is being escalated for correction to the FDA with reference (B)(4). After validating the empty calibration, the device data log shows that the user drove the arm to home position, and re-installed the tool before continuing the surgery. This permitted to solve the issue and to avoid any drift or inaccuracy.

Event description:
The company field service engineer was notified of an issue relating to the recent field safety corrective action (zfa-2021-00198). No further details about the event and the patient impact was obtained through due diligence.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (UDI) #: (B)(4).

Event description:
The company field service engineer was notified of an issue relating to the recent field safety corrective action ((B)(4)). No further details about the event and the patient impact was obtained through due diligence.